Event description:
Related manufacturing reference number: 2017865-2022-03651. It was reported that the patient presented to the emergency room with a fever and shortness of breath. It was noted that the patient had an infection. The implantable cardioverter defibrillator system was explanted. The patient was in stable condition.